Manufacturer narrative:
According to the customer, on (B)(6) 2025, suspected mold was discovered on a cohesive bandage as it was being unwrapped prior to the beginning of the procedure. The customer reported that the sterile field was broken down and the procedure was cancelled due to the need to re- sterilize open trays. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, suspected mold was discovered on a cohesive bandage as it was being unwrapped prior to the beginning of the procedure. The customer reported that the sterile field was broken down and the procedure was cancelled due to the need to re- sterilize open trays.

Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).